Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving a "hi" reading (greater than 500 mg/dl) and a reading of 105 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: for the purpose of calculating the parkes error grid, a value of 501 mg/dl was utilized for the "hi" reading as the meter does not report a numerical result greater than 500 mg/dl.